Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist dialed into the station and checked the vm esxi host client. A server engineer reinstated the license with the correct one to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was on critical override and in disconnect mode. The customer stated that no new patients or orders were flowing over to the system and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.